Event description:
A customer reported experiencing poor cutting performance with various knives, sometimes leaving unsatisfactory incisions during surgery. There was no pt harm. Add'l info requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause is unk. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the mfg process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defect, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).